Manufacturer narrative:
B5 - upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction. Initial MDR is not applicable. Claim (B)(4).

Event description:
Upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction. Initial MDR is not applicable.

Manufacturer narrative:
Claim# (B)(4). H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found.

Event description:
A healthcare representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. The lens remains implanted. Cause of the event is unknown.